Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing a, "squeezing," sensation in their chest at the same time nightly, correlating with right ventricular (rv) his bundle lead pacing. The right ventricular (rv) his bundle lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.